Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 at around 5:00 pm due to high blood glucose level and diabetic ketoacidosis. Blood glucose was 551 mg/dl and was over 1000 mg/dl at the time of admission. Customer was wearing the insulin pump within 48 hours of reported high blood glucose. Customer was treated with intravenous insulin drip and was at the intensive care unit for 2 days. Customer states that there were no significant events that led to the admission. Customer states that the previous infusion set was not bent when it was removed at the time of the high blood glucose event. Customer did not state if auto mode was active. The insulin pump will be returned for analysis.